Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range (oor) pacing lead impedance (pli) measurement of greater than 2000 ohms, has intermittent sensing with loss of capture (loc) but did not lead to more than 2 seconds of asystole. Additional information was received that the cause of this observation was not determined. Non-capture on atrial lead was identified through programmer. The lead did not work with the new device so the physician decided to cap the lead and implanted a new ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.